Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user¿s spouse reported that the user had a blood glucose reading of 360 mg/dl. The spouse believed the needle cover had been left on during infusion set insertion. The user removed the infusion set and reconnected to the ilet. Later the same day, the user¿s blood glucose was reported to be within target range.